Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Corrected fields: g1/d3 (hamburg was duplicated). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken and fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is purple (green image is accompanied by the confirmed error) and expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope displayed a green image. There were no reports of patient harm.

Event description:
It was reported the rigid video scope displayed a green image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.